Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00349; 342-10-706, s800 - revision surgery, revision surgery, if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to stiffness